Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper case, lower case and side bail covers were broken, and the ring cover was contaminated.

Event description:
It was reported that the external pulse generator would not pace the patient. The leads were replaced without success. A second device was used and worked properly. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable serious injury of not pacing is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed that this event occurred at a pediatric facility. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric serious injury, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.